Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp, item # 42517000707 lot # 64474359, found it to exhibit signs of repeated use nicked / gouged / worn and has a piece fractured off the anterior of the post feature. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03662, 0001822565-2021-03663, and 0001822565-2021-03665.

Event description:
It was reported that the tasps were found broken. It is unknown where or where they broke. There is no known impact or consequence to a patient. It was reported that no further information is available.